Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735795r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system was powered on and functioned as designed. After leaving the operating room (or) and returning, the main cart monitor of the navigation system was noted to be black and did not respond to prompts in the monitor settings menu. The camera cart monitor was noted to have been functioning as designed and worked as designed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, the main cart and camera cart monitors were swapped and the issue was noted to carry with the main cart monitor.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the monitor was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned monitor found monitor damage. The monitor would not power up with a known good power supply. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.